Event description:
A complaint regarding spontaneous shutting off of the implantable pulse generator (ipg) was received. Further investigation by boston scientific employee revealed that pt was experiencing random ipg resets. A hardware defect is suspected to be the cause of the random ipg resets. Replacement of the ipg has been recommended.